Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter, product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that patient was discharged from the implanting surgeon¿s practice after surgery and therefore was not seen at post- operation (scheduled (B)(6) 2018). It was unknown why she was discharged. The pump was never filled with drug, just saline. The patient was seen by one doctor on (B)(6) 2018 who advised the patient to seek attention of another neurosurgeon doctor. The pump was removed on (B)(6) 2018 due to a (B)(6) infection. The customer was not notified that the product should be returned as the rep was not present for the surgery, and it was not returned to the manufacturer because it was discarded. The product would not be replaced by another of the same manufacturer. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if diagnostics/troubleshooting was performed, as the rep had not seen the patient and it was being reported by a family member. There were no further actions/interventions performed. It was unknown if the issue was resolved at the time of the report. The patient¿s weight was unknown and would not be made available. The patient status was listed as ¿alive ¿ no injury.¿ the healthcare professional (hcp) would have no further information regarding this event. There were no further complications reported/anticipated.